Event description:
A 6fr 2-way, 3cc pediatric foley catheter was placed into a patient prior to surgery start. At the end of the procedure the foley was removed from patient. As the foley catheter was being removed the foley had broken to pieces within the patient. The pieces of the foley remain in the patient resulting in the transfer of said patient to another hospital for removal of retained object. The item in question has no production date listed. The item is listed as sterile unless opened or damaged, their is no expiration date listed on package.